Event description:
It was reported that the device was explanted after implant duration of approximately 10.8 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of an "intermittent stop and channel select keys on the pumphead module keypad on channel c". The event occurred during product evaluation. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.